Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Kaltostat 5x5cm was manufactured under sap code 1021624 and manufacturing lot number 0d00039. Lot # 0d00039 was sterilised under lot 2173-9953a and released on review of results of sterilisation provided by sterilisation company steris. All results were within specification and products were released. The production process, in-process testing and packaging of products was run in accordance with (B)(4) for machine doyen 2. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was complete. No nonconformity was registered during the manufacturing process of lot 0d00039. This is the only complaint for the affected lot registered within tw8.7. 2 photographs have been received for this complaint issue and have been evaluated in accordance with wi-0359. The photographs confirm the complaint issue, the lot number and expected product. Investigation (B)(4) has been completed and closed. The investigation found 3 failure modes that contributed to the complaint issue. The 3 failure modes were found to be: ¿ reject product not diverted into reject bin. ¿ reject confirm disabled meaning line doesn't stop if sachet isn't diverted. ¿ vision system processing time too long. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that individual packaging was not crimped. The product was not used. A photograph depicting the issue was received from the complainant.